Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring last week). Device was not returned to abbott vascular and may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the exchange sheath valve did not seal properly as a needle stream of blood sprayed out and then stopped. The device was not used and the method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. Though requested, no additional information was provided.